Event description:
It was reported that the customer had high blood glucose levels and complained of an issue with the insulin vial top ending the transfer guard needles. The blood glucose reading was 495 mg/dl. The customer stated that the vial cap is often too hard and she does not feel it is the reservoir or transfer guard issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.